Manufacturer narrative:
(B)(4).

Event description:
It was reported that an asymptomatic patient presented in clinic for follow up. Device was post-sensed t-wave oversensing on the ventricular channel. Programming changes were made. The device remains implanted.